Event description:
It was reported that the customer's blood glucose (bg) was 30 mmol/l; cause was not known. Customer administered an insulin injection and delivered a bolus via the pump to address bg. Customer declined technical support's offer to perform a pump system check. No further assistance was required.